Event description:
Rep reports that after having some difficulty in zeroing the patient monitor, the doctor was able to zero the transducer and successfully implant the sensor. The rep was told by the doctor that the waveform and icp was initially working fine but after some hour or more it failed. The alarms went off showing both negative and postive numbers. The staff tried replacing both cables and resetting the calibration but was unsuccessful. The staff changed out the monitor and cables but this still was unsuccessful. The new monitor would still not recognize the sensor, displaying "transducer not detected." The rep checked the monitor that was taken out of service and it was displaying "system failure." The rep has instructed the nursing staff to save the sensor from the patient once it is removed for testing.

Manufacturer narrative:
The rep has confirmed that the device and lot information is not available. Without the device and/or lot information it is not possible to conduct a proper investigation. If at some point the device and or lot information does become available, a follow up report will be filed. Trends will be monitored for this and similiar complaints. At the present time this complaint is considered to be closed.